Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had blurry image. The issue was found during a gastroscopy diagnostic procedure, after procedure (upon completion of procedure, device no longer used on patient) that was completed with a same device. There were no reports of patient harm.